Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During preparation for a pulse field ablation procedure a farawave catheter was opened and noticed the packaging is damaged and the upper transparent plastic seemed melted by heat. Another catheter was opened, and the sterile packaging was damaged too. The devices were not used and are expected to be returned for analysis.

Manufacturer narrative:
There is a picture attached to the complaint, and it is possible to observe the packaging melting. However, it is unclear whether the outer box packaging was the only damaged part of the device, or if the sterile barrier of the catheter may have been breached due to the cut in the outer box packaging, which could result in damage to the device or packaging. The event description mentions that the issue was observed before the procedure, which is noted in the hazard document. At this point, it can be concluded that unknown factors most probably contributed to the event.

Event description:
During preparation for a pulse field ablation procedure a farawave catheter was opened and noticed the packaging is damaged and the upper transparent plastic seemed melted by heat. Another catheter was opened, and the sterile packaging was damaged too. The devices were not used and are expected to be returned for analysis.